Event description:
It was reported that the haptics were adhering to the intraocular lens (iol). When the haptics were released, a mark was left on the iol. Through follow up we learned that the iol was removed and replaced with another lens during the same procedure. A delay in the procedure was mentioned. The directions for use (dfu) were followed. The surgeon reported that the haptics eventually came free, but she still had to cut and remove the lens due to the mark left where the haptics were stuck on the optics. No patient injury was reported and no additional details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.